Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement, the right ventricular (rv) lead was stuck in the header of this pacemaker. The lead body pulled apart during removal from the device header. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the atrial tip and atrial ring seal plugs had a hole, the rv seal plugs were intact. Lead seal witness marks indicated that both leads were fully inserted into the header. One unknown lead tip was returned connected to the device. The lead tip was successfully removed from the device header. All setscrews moved freely and operated normally. The atrial ring retainer ring was observed to be relatively flat and the set screw hex slot was rouded at the very top. The ventricular ring retainer ring was observed to be pushed up (volcanoed) and the set screw hex slot edges were noted to be crisp. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the ventricular tip set screw hex slot damage indicated that a wrench was not fully inserted and was repeatedly turned, which, rouded out the upper quarter of the hex slot. When a wrench was fully inserted the set screw moved freely. It was suspected that the wrench was not fully inserted at explant and was the reason why the lead appeared stuck.

Event description:
--